Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent ventral hernia repair with a kugel patch. On (B)(6) 2003 - office visit, pt presents with discomfort with bending or rolling onto his side. Pt has a recurrent incisional hernia, md recommends waiting six months before another repair, due to discomfort pt does not want to wait. On (B)(6) 2003 - pt underwent repair of recurrent incisional hernia with composix kugel mesh. It was noted that "a portion of the kugel patch had disconnected from the right fascial margin, this piece was excised." On (B)(6) 2003 - office visit notes incision is healing well. No sign of surgical hernia. On (B)(6) 2004 - office visit md states, recurrent hernia. On (B)(6) 2004 - pt underwent excision of remaining kugel patch and composix kugel mesh with repair of recurrent incisional hernia with composix kugel mesh. On (B)(6) 2004 - pt underwent repair of left inguinal hernia with a non-bard mesh. On (B)(6) 2006 - pt underwent excision of composix kugel mesh and repair of recurrent incarcerated ventral incisional hernia using a component separation technique.

Manufacturer narrative:
Initially, two events were reported by the pts' attorney. However, review of the medical records showed there to be an additional implant. This is a pt with comorbidities of icad, stroke (tia), and obesity, who developed a wound infection and an incisional hernia immediately following nissen fundoplication surgery in 2002. Prior to the (B)(6) 2004 repair the pt had undergone hernia repair four times, and as of (B)(6) 2009 continued to develop recurrences. Based on review of the medical records, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additional, no sample was returned for eval. Without further info, no conclusion can be drawn at this time. The composix kugel mesh implanted on (B)(6) 2003 was reported to the FDA in accordance with (B)(4). See MDR 1213643-2010-00039 for info related to the kugel patch implanted on (B)(6) 2003.